Event description:
It was reported that (1) al326 was used during a laparoscopic ventral hernia procedure. It was reported by the rep that the rep spoke with the surgeon. The surgeon was doing a lap ventral hernia and needed to clip a bleeder in the mesentary. The surgeon said "the clip applier jammed, md thought perhaps the clips misfed". The surgeon had a 10mm port in the pt, and used the el314 (reusable clip applier) to ligate the bleeder. The surgeon is very familiar with the allport (al326) and found this to be an isolated incident. The case was completed with a el314. There was extended or time.